Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red itchy and raised. There was no alleged device malfunction contributing to the irritation. The patient stated they do have a history of sensitive skin and /or allergies. The patient¿s physician prescribed atarax cream for the skin irritation. The doctor also determined the patient is allergic to the garment and cannot wear it. There were no allegations of any bleeding, oozing or weeping wounds. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.